Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced and confirmed. Eval of known contributors to system error 322 has led to the determination that the upper auxiliary assembly was the failing component and was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.